Manufacturer narrative:
The event date is approximate. The consumer contact information, mailing address, phone number were not provided. Manufacture date not provided or identifiable. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that a philips sonicare brush head broke into pieces during use. No serious injury or medical intervention was reported. A potential choking hazard was identified.

Event description:
This case is now determined to be not reportable. Photos of the alleged product was provided, and it was confirmed that the product is a non-authentic philips device.

Manufacturer narrative:
Photos were provided and it was confirmed that the product is a non-authentic philips device. Reportability for initial MFR report number 3026630-2023-00018 submitted on 03/16/2023 can be removed.